Event description:
The lay user / patient contacted lfs alleging inaccurate high readings on their one touch ultra 2 meter. The patient noticed the alleged high readings on (B)(6) 2010. Due to the alleged high readings the patient had increased their dosage of insulin. On (B)(6) 2010, the patient had tested and obtained a 590 mg/dl on the lfs meter and less than 30 minutes later tested on another device (relion) and obtained a 390 mg/dl. The readings were greater than 30 mg/dl (1.7 mmol/l) or 30%. The patient had taken an unspecified amount of insulin and later felt lethargic. The patient had contacted ems and obtained a 46 mg/dl on the ems' meter. The patient was treated by ems; however the patient was unable/unwilling to provide customer service on what type of treatment they had received by ems. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was not done since the patient did not have any control solution. The technique of applying blood on the test was correct. The product was replaced. The complaint is being reported since the patient increased their dosage of insulin due to the alleged high readings and ended up exhibiting symptoms and receiving medical intervention by hcp for a low reading of 46 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.